Event description:
During a coronary drug eluting stent procedure, an embolization occurred. Gradual dilation of the mid, distal and proximal circumflex(cx) lesions was completed with a 2.0x20mm maverick balloon with up to 10atms of pressure. The physician implanted two taxus express2 stents. The first stent 92.75x28mm) was deployed up to 10atms in the mid cx. The second stent (2.75x16mm) was deployed up to 12atms inthe proximal cx. Both lesions exhibited 0% stenosis following the stent deployment. It was noted that the distal cx had a linear dissection. It was confirmed that the maverick balloon did not cause the dissection. The physician attempted to place a taxus express2 stent inthe 50% stnosed distal cx. While advancing the stent to the lesion, the stent dislodged from the balloon at the proximal cx. The physician attempted to pass a balloon, but was unsuccessful. Another guide wire was advanced to the distal cx and the dislodged stent was crushed into the distal cx by a maverick balloon (2.5x20mm). A bare liberte (2.75x24mm) was then implanted to confirm acceptable results. Another taxus express2 stent was placed in the proximal left anterior descending. Pt status is good.